Event description:
A (B)(6) male pt contacted zoll lifecor customer support to report that he is receiving alarms to connect the electrode belt. The pt had also reported that the connector was damaged. The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the alarms to connect the electrode belt was a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.